Event description:
Nurse reported a hospitalization due to diabetic ketoacidosis. Nurse stated that the insulin pump was not working correctly. Customer is new to insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.